Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 31-year-old female patient who had essure (batch no. 62774) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included generalized anxiety disorder. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 year 5 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and pelvic pain to be related to essure. Diagnostic results: essure confirmation test(s) conducted: yes. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received: new event lower stomach pain was added. New reporter, patient information, lot number and concomitant medication were added. Essure start and stop date updated. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 31-year-old female patient who had essure (batch no. 62774) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included generalized anxiety disorder. On (B)(6) 2009, the patient had essure inserted. On 27-jul-2010, 1 year 5 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and pelvic pain to be related to essure. Diagnostic results: essure confirmation test(s) conducted - yes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine perforation ('migration/perforation') in a 31-year-old female patient who had essure (batch no. 62774) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystoscopy. Concurrent conditions included generalized anxiety disorder, grand multiparity and vaginal bleeding. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the uterine perforation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, pelvic pain and uterine perforation to be related to essure. The reporter commented: insertion details- essure micro-insert was placed in the proximal portion of each fallopian lumen and excised and she tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the left sided essure device appears to be in normal position adjacent to the cornua of the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: plaintiff fact sheet received. Reporter information updated. Event: migration/perforation was newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.